Event description:
One carto vizigo¿ 8.5f bi-directional guiding sheath - small was received by the bwi product analysis lab on 25-may-2023 with no accompanying information, and was processed on (B)(6) 2023. The device could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why this device was returned to bwi. However, visual analysis revealed that the hemostatic valve was dislodged inside the hub component. As a result, this will be reported to FDA. Hemostatic valve dislodgement is MDR-reportable.

Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to biosense webster for evaluation. Visual inspection, and functional test of the returned device were performed following bwi procedures. The sheath was visually inspected, and, the hemostatic valve was dislodged inside the hub component. The dilator was not returned to the analysis lab. Additionally, the side port was detached and connector cable was cut. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The DHR review cannot be performed due to the damaged on the connector. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).